Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The body anchor has been fractured and is still attached to the shaft. The proximal anchor and plug have not been returned with the device. The device has been fully actuated. No physical damage to the shaft or handle. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A functional evaluation revealed the device actuators function as intended. The condition in which the device was received did not allow for further evaluation of the reported complaint. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The body anchor has been fractured and is still attached to the shaft. The proximal anchor and plug have not been returned with the device. The device has been fully actuated. No physical damage to the shaft or handle. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A functional evaluation revealed the device actuators function as intended. The condition in which the device was received did not allow for further evaluation of the reported complaint. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, the tip of the healicoil knotless was driven in until the first thread below the cortex was engaged, according to the op technique, the black knob 1 was actuated, causing the tip to break off from the setting instrument. The procedure was successfully completed with no significant delay using a back-up device. No patient complications were reported.